Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 (component codes, type of investigation, investigation findings and investigation conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Root cause inconclusive.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve implanted for 9 years and 2 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx aortic transcatheter valve. Procedure was successful and patient was stable. Md didn't feel surgical valve failed prematurely.